Manufacturer narrative:
The manufacturing charts were checked, and no pre-existing anomaly was found on the lot numbers involved. This is the first complaint received on these lot numbers. We will submit a final report as soon as the investigation is completed.

Event description:
Knee revision surgery performed on (B)(6) 2022, due to instability. Surgeon implanted a kr knee system on (B)(6) 2022, using the following components: kr femoral component #5 right (product code 6511.10.150, lot number 2118780, sterilization number 2100386). Physica tt fix. Tibial tray #5 (product code 6521.14.050, lot number 2100067, sterilization number 2100051). Physica kr tib. Liner right #5 (product code 6531.54.510, lot number 2021270, sterilization number 2100083). Afterwards the posterior cruciate ligament failed, and the surgeon chose to convert the implant to a cemented ps. The components implanted during the revision surgery are the following: physica ps femoral component #5 right (product code 6515.09.150, lot number 21as0ad, sterilization number 2100289). Physica ps tibial liner #5 (product code 6535.50.510, lot number 22bc064, sterilization number 2200181). The patient was a female, 61 years old. Event happened in us.

Manufacturer narrative:
The manufacturing charts were checked, and no pre-existing anomaly was found on the lot numbers involved. This is the first complaint received on these lot numbers. The items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically no pre-operative or post-operative x-rays related to the revision surgery were accessible. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that: the check of the manufacturing charts highlighted no anomalies on the components manufactured with the involved lot #s, we can suppose that the event was not product related. Pms data according to limacorporate pms data, revision rate of physica kr prothesis due to instability is 0.014%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is final MDR.

Event description:
Hold for rw 3/18 knee revision surgery performed on (B)(6) 2022, due to instability. Surgeon implanted a kr knee system on (B)(6) 2022, using the following components: kr femoral component #5 right (product code: 6511.10.150, lot number: 2118780, sterilization number: 2100386). Physica tt fix. Tibial tray #5 (product code: 6521.14.050, lot number: 2100067, sterilization number: 2100051). Physica kr tib. Liner right #5 (product code: 6531.54.510, lot number: 2021270, sterilization number: 2100083). Afterwards the posterior cruciate ligament failed, and the surgeon chose to convert the implant to a cemented ps. The components implanted during the revision surgery are the following: physica ps femoral component #5 right (product code: 6515.09.150, lot number: 21as0ad, sterilization number: 2100289). Physica ps tibial liner #5 (product code: 6535.50.510, lot number: 22bc064, sterilization number: 2200181). The patient was a female, 61 years old. Event happened in us.